Event description:
Patient was revised to address poor cup placement.

Manufacturer narrative:
Additional narrative: examination of the returned devices finds a depuy manufactured liner cemented into a competitor manufactured cup. The reason reported for revision involves a loose and migrated acetabular cup, likely contributing to the reported pain and instability. A depuy device was not the contributing factor in the need for revision surgery. Depuy does not recommend cementing a depuy liner into a competitor acetabular cup. Surgeon use error may have been a factor. The investigation is unable to draw a conclusion as to this off-label use causing the competitor cup to loosen and migrate. Based on the investigation, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.